Event description:
Sales rep reports that: "shunt gram performed and radiologists reported shunt malfunction to surgeon. Surgeon could not reprogram shunt. Patient scheduled for revision. Craniotomy performed and surgeon immediately noticed shunt was broken in two pieces. Shunt separated, it appears distal to ruby ball".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.